Manufacturer narrative:
Device eval: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated is located in the mildly tortuous, moderately calcified and 90% stenotic distal left circumflex artery. The physician advanced the 2.0x12mm maverick2 balloon to the lesion and inflated it to 6 atms on the first inflation and the balloon immediately ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 2.0x12mm maverick2 balloon and the deployment of a stent. Pt status is reported as "stable".